Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in an unknown location. H10: block b3: the date of the event was approximated to 09/01/2023 based on the date the manufacturer became aware of the event.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during a procedure performed on an unknown date. The anatomical location and procedure are unknown. During the procedure, the customer provided that the clip was limply hanging from the catheter prematurely deployed. Additionally, they felt resistance when manipulating the handle. There were no patient complications reported as a result of this event. Note: the customer provided a photo of the device. The photo shows that the whole clip assembly was limply hanging from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during a procedure performed on an unknown date. The anatomical location and procedure are unknown. During the procedure, the customer provided that the clip was limply hanging from the catheter prematurely deployed. Additionally, they felt resistance when manipulating the handle. There were no patient complications reported as a result of this event. Note: the customer provided a photo of the device. The photo shows that the whole clip assembly was limply hanging from the catheter.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in an unknown location. H10: block b3: the date of the event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Additional information received on 29sep2023 confirmed that this event was reported to boston scientific in error and is a duplicate of another event. Report number 3005099803-2023-05239 is duplicate of report number 3005099803-2023-05239. Therefore, this event no longer represents an MDR-reportable scenario, and all information for this event can be found under report number 3005099803-2023-05239.